Event description:
It was reported to boston scientific corporation that a captiflex standard oval snare was used during a procedure performed on (B)(6) 2011. According to the complainant, the snare loop would neither extend nor retract after a couple of passes in the patient's anatomy. Additionally, a wire broke, but it could not be determined whether the wire broke in the handle or along the working length. The procedure was completed with another captiflex standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a captiflex standard oval snare was used during a procedure. According to the complainant, the snare loop would neither extend nor retract after a couple of passes in the patient's anatomy. Additionally, a wire broke, but it could not be determined whether the wire broke in the handle or along the working length. The procedure was completed with another captiflex standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a captiflex standard oval snare was used during a procedure. According to the complainant, the snare loop would neither extend nor retract after a couple of passes in the patient's anatomy. Additionally, a wire broke, but it could not be determined whether the wire broke in the handle or along the working length. The procedure was completed with another captiflex standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Event date is unknown.

Manufacturer narrative:
The reported event: wire broke. The reported event: loop failed to retract. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned device, upon visual evaluation, presented with a bent handle cannula and a detached flare. One pronounced kink in the proximal section of the sheath was also noted. The condition of the returned device rendered functional testing impossible. The complaint was confirmed. Manipulation of the device during the procedure likely produced the kink found in the working length, which would create resistance during subsequent attempts to actuate the device. This resistance can ultimately cause the handle cannula to bend and the flare to detach; therefore, the most probable root cause of the defects identified is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.